Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are (B)(4) units in quality stock in b. Braun surgical's warehouse. We have received 57 closed samples. Knot pull tensile strength results conducted on the samples received are 1.52 kgf in average and 1.37 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 1.27 kgf in average and 0.76 kgf in minimum. Knot security control has been conducted with the samples received and results are into the current range for this thread and size. (Ksf=3, obtained with 10 samples, this value is in the usual range). Degradation test results conducted on the samples analysed after 7 days in a 0,9% nacl solution at 37ºc are 0.55 kgf in maximum and 0.45 kgf in minimum and fulfil b. Braun surgical requirement: 0.96 kgf in maximum and 0.23 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength, knot security control and degradation test. Final conclusion: although the result of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that that in the last 4 - 6 weeks the perineal sutures after the closure of novosyn quick 2/0 and 3/0 have come undone within a very short time. Approximately 5 minutes after surgery the re-stitching was done. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.